Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
During a myosure procedure to remove a 3 cm uterine fibroid, the physician found it difficult "to get the right angle." The fluid deficit reached 2500 ml with "approximately 50% of the fibroid removed." When the deficit reached 7421 ml, the surgeon aborted the procedure with approximately 85% of the fibroid removed. "As soon as the surgeon removed the myosure hysteroscope, the patient began to bleed profusely." A foley catheter was used to reduce the bleeding (via tamponade). At this time, the blood loss was measured at 1 liter. After 45 minutes the surgeon attempted to remove the catheter and "the patient began to bleed profusely again." Another catheter was placed and the patient was admitted to the hospital. The patient received "extra units of blood." The physician reported he feels "the cause of the bleed was due to cutting through an arterial vessel at a difficult angle (due to the position of the fibroid)." Additionally, an ultrasound was done and no excessive fluid was seen in the peritoneal cavity. The patient was "passing urine successfully." On (B)(6) 2012, it was reported that the catheter was removed on (B)(6) 2012, "with no further bleeding." On (B)(6) 2012, it was reported the patient was discharged on (B)(6) 2012, "with no issues."